Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, after plugging the real intelligence robotic drill in to get ready for calibration, the green check mark to show that the drill was plugged in and functioning was flashing sporadically, and drill light above drill port was flashing. They unplugged the drill and the real intelligence cori was frozen while still flashing on checkmark. They turned real intelligence cori off and back on, started new case in database, but the same thing happened and flashing above drill port. Therefore, they swapped drills and the procedure could be completed without delay. Patient was not harmed as consequence of this problem. After case, they tried to enter new case to see if the drill would work, but still flashing above drill port, and an internal error popped up as soon as the drill was plugged in.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number sn (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the drill exposure motor. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.